Event description:
During a cerebral angiogram the power injector would not arm. The device failed to inject and error message read: "isi interface module failure disable isi to proceed" displayed. As a catheter had already been inserted in patient's internal carotid artery, multiple reset options were performed without success.